Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during inspection the articulating arm had an anomaly of fixation. The arm was able to move even though it was fixed.

Manufacturer narrative:
The articulating arm was returned to the manufacturer for analysis. Analysis found that the articulating arm was very worn with many nicks and scratches. Most of the color faded. The starburst was not locking down completely or releasing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.